Event description:
It was reported that an ilet user experienced hyperglycemia, with the highest sensor reading of 261 mg/dl and a confirmatory glucometer value of 239 mg/dl. Insulin delivery had been interrupted for a supply change and was resumed after the agent guided a full supply change. The event was attributed to a missed meal announcement after eating chicken, rice, and beets. Symptoms included hyperglycemia and feeling hot. Outcomes included transient hyperglycemia of approximately 30 minutes with glucose trending down after intervention, no alarms, and no hospitalization. Investigation included customer support troubleshooting, education on proper meal announcement, calibration of the sensor, and confirmation of infusion set type and location (inset, stomach). Investigation of this case revealed use error related to a missed meal announcement with no device malfunction identified, and the device configuration and infusion set placement were considered appropriate. It was concluded, based on previously established findings for similar reports, that user error from missed meal announcement caused the event.